Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient was connected. The fluid was discovered in the pump module area and in the external of the cassette. The fluid leaked from unknown. There was an alarm when the leak was encountered. The air detected in cassette occurred and then the fluid leak was found. The air detected in cassette warning occurred during fill 1. The warning occurred one time last night while the patient was connected. There was fluid seen under the cycler on the cart, inside the cassette door in the pump module area and on the external of the cassette. The fresenius technical support representative advised the patient that the cycler would be replaced. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment with manuals the day of the reported event. The nurse confirmed that the cycler replacement was received and the old cycler was returned. The nurse confirmed that the patient has been able to use the new machine to complete treatments without further issues to report. Regarding the fluid leak reported, the nurse stated not being aware of the event; therefore, nurse was not able to confirm if whether or not the patient was connected, where the leak was coming from and if the leak was caused due to a user error or due to a malfunction. The nurse confirmed that the patient cycler set is available to return.

Event description:
A contact of a peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient was connected. The fluid was discovered in the pump module area and in the external of the cassette. The fluid leaked from unknown. There was an alarm when the leak was encountered. The air detected in cassette occurred and then the fluid leak was found. The air detected in cassette warning occurred during fill 1. The warning occurred one time last night while the patient was connected. There was fluid seen under the cycler on the cart, inside the cassette door in the pump module area and on the external of the cassette. The fresenius technical support representative advised the patient that the cycler would be replaced. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment with manuals the day of the reported event. The nurse confirmed that the cycler replacement was received and the old cycler was returned. The nurse confirmed that the patient has been able to use the new machine to complete treatments without further issues to report. Regarding the fluid leak reported, the nurse stated not being aware of the event; therefore, nurse was not able to confirm if whether or not the patient was connected, where the leak was coming from and if the leak was caused due to a user error or due to a malfunction. The nurse confirmed that the patient cycler set is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.